Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and the meter reading was not transferring to the device. Customer's blood glucose was 127 mg/dl. After troubleshooting, the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with no back light due to faulty el panel on lcd board. The insulin pump properly received blood glucose readings from one touch ultralink blood glucose meter. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.